Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there were air-in-line alarms without visible air noted in the IV set. To troubleshoot clinician will remove the IV set and wipe the area between the upper and lower pressure sensor and the IV set with a saline wipe. No patient harm reported. This was reported to bd representatives during their site visit. There was no reported patient involvement.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an air-in-line alarms without visible air noted in the IV set was not determined because no products or device logs were returned.

Event description:
It was reported that there were air-in-line alarms without visible air noted in the IV set. To troubleshoot clinician will remove the IV set and wipe the area between the upper and lower pressure sensor and the IV set with a saline wipe. No patient harm reported. This was reported to bd representatives during their site visit. There was no reported patient involvement.